Event description:
Customer reported the system is displaying a low current error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube monoblock. System operates as intended.